Manufacturer narrative:
The technician adjusted the set screw on the right head and left foot brake casters to repair the bed.

Event description:
Info received indicates the brake is not holding. The casters continue to roll slightly.